Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced film on the back of eye and do not have good vision, bad issues with light. At night, on coming headlights make it very hard to see and glare, starburst, light sensitivity. Additional information was requested and received stating the lens was exchanged in a secondary procedure with a non company lens. Additional information was requested and received stating vision worse than before the operation and the star burst effect from headlights at night made it very hard to drive after sunset. Patient had no choice but to have it removed.